Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during intraocular lens (iol)implantation, there was difficulty injecting the lens into the eye. There was no patient harm. Additional information was requested, but no further information is available.